Event description:
It was reported that on (B)(6) 2013, the patient went into shock and was transported by ambulance to the hospital. An emergency percutaneous coronary intervention (pci) was performed and a 3.5 x 26 mm non-abbott stent was implanted in the mid right coronary artery (rca). The patient decided to treat the lesion in the mid left anterior descending (lad) at a later date. On (B)(6) 2013, an elective pci was performed using a radial artery access approach to treat the mildly tortuous, mildly calcified, concentric, 90% stenosed mid lad. A 2.25 x 10 mm non-abbott balloon catheter was inflated to 10 atmosphere (atm) for pre-dilatation and a 2.25 x 28 mm xience xpedition stent was deployed with 3 inflations at 12 atm in the mid lad. The 2.25 x 10 mm non-abbott balloon catheter was inflated with 3 inflations at 22 atm for post-dilatation. Intravascular ultrasound (ivus) was performed and 75% stenosis lesion in the just proximal lad and in the distal lad was observed. It was noted that the xience xpedition stent was confirmed to be fully apposed to the vessel wall. An angiography was performed and timi 3 flow was confirmed. Within an hour post-procedure and 10 minutes after the patient was transferred to the hospital ward, the patient went into cardiac arrest. Cardiac compression (CPR) was performed and an intra-aortic balloon pump (iabp) was placed. An angiography confirmed in-stent thrombosis; a 2.25 x 26 mm and a 3.0 x 22 mm non-abbott stents were implanted in the left main trunk to the distal lad. The blood pressure and the patient's condition stabilized and the procedure was completed.

Manufacturer narrative:
(B)(4). It was noted by the physician that the stent thrombus origin was undetermined, but might be heparin-induced thrombocytopenia (hit) or possibly a change of the blood flow after implantation of the stent. The physician contributes the patient disease state to the thrombus. No additional information was provided. Concomitant products: guide wire: runthrough ns floppy; guide cath: 6f access al0.75. There was no reported product deficiency. The reported patient effects of cardiac arrest and thrombosis are listed in the xience xpedition drug eluting coronary stent system instructions for use (IFU), as known patient effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.